Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patients acetabular cup eventually produced metallic debris, and/or loosened from acetabulum, caused pain, produced abnormal blood metal ion concentrations, and inhibited ability to walk after asr hip implant.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain, metallosis, and osteolysis. There is no new additional information that would affect the investigation. Comment: there is a dor discrepancy between the ppd and the der. Due to accuracy, the dor from the der will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.